Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt had a lead revision in 2007. It was stated that "the health care provider thought the battery was dead" but later had the pt come back for a lead revision. It was stated the pt was concerned "that may be happening again." Troubleshooting was suggested, but no pt's outcome was reported. The pt was referred to their health care provider. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.